Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
The patient performed irrigation by himself at home on (B)(6) 2021 without difficulties. After the irrigation the patient experienced a growing pain. The patient was admitted to the hospital on (B)(6) 2021 where a CT scan confirmed a perforation of the neorectum. An emergency diagnostic laparoscopy was performed with the creation of a stoma. The postoperative recreation was without complications. The stoma worked spontaneous and regularly. The patient was discharged from the hospital on (B)(6) 2021. No additional information provided.

Manufacturer narrative:
The catheter involved with the patient outcome of perforation of the colon was not returned for analysis. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.